Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had a shield/cap/stopper that was a different color/shade or faded. The following information was provided by the initial reporter: the customer stated "there were no major defects found before the use of these tubes. Perhaps a very slightly lighter colour of the cap, but nothing obvious. The problem encountered is that these tubes did not pass in automatic mode in our automaton, it was necessary to pass all of them manually which is rather long and tedious. The results do not seem to have been affected."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had a shield/cap/stopper that was a different color/shade or faded. The following information was provided by the initial reporter: the customer stated "there were no major defects found before the use of these tubes. Perhaps a very slightly lighter colour of the cap, but nothing obvious. The problem encountered is that these tubes did not pass in automatic mode in our automaton, it was necessary to pass all of them manually which is rather long and tedious. The results do not seem to have been affected."